Manufacturer narrative:
The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. A dislodged stent can be seen in the proximal lcx but positioning and subsequent withdrawal of the instrument was not recoded. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
A pk papyrus covered stent system was selected for treatment of a perforation in the cx. Despite using a guide extension, the stent dislodged from balloon during lesion crossing into the lad and was deployed and perforated at this place. Another stent was used to complete the procedure.